Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 2.5 x 20mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found a hypotube break 217mm distal to the strain relief and several hypotube kinks along the catheter shaft. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent od (outer diameter) was measured and is within the max crimped stent specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the extrusion. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-oct-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 100% stenosed, 18mm x 2.50mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the mildly tortuous and moderately calcified right coronary artery (rca). After pre-dilatation with a 2.00mm balloon catheter, a 2.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.